Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the perfusionist and the user facility report that coseal surgical sealant was used to hemostatically prepare the graft in the inlet portion of the pump. The pt was brought back to the or due for sternal exploration for mediastinal bleed. The next day, the pt's blood flows and blood pressure decreased. Four days later, the tee showed severe right ventricle dysfunction. The following day, the pt was brought back to or for right ventricular assist device (rvad) replacement. Placement of the rvad failed to restore adequate lvad flows. The pt's family requested that support be withdrawn, which resulted in expiration of the pt. A postmortem exam revealed that the inflow graft had collapsed into the lumen of the ventricular cannula, which resulted in significant reduction in flows. Potential contributors may have been the expansion of the coseal within the flexible portion of the inflow graft and/or very high flow requirements associated with the large size of the pt. The perfusionist reported that excision of inflow graft revealed nearly complete obstruction of inflow graft due to coseal compression. The inflow conduit looked like it had a 90% occlusion when looking into it. She stated that when they cut the plastic cover of the inflow conduit, the coseal "oozed out like insulation". The perfusionist also stated that it definitely looked like it had expanded from when it had been placed in there.

Manufacturer narrative:
The MFR is attempting to acquire the lvad for eval; however, the pump is being held in risk mgmt at the hospital. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.